Event description:
It was reported to philips that the device needs a battery replaced. There was no patient involvement. The customer requested assistance from a philips remote service engineer (rse). Per the customer, they were requesting a new battery. Due to the noted issue, a replacement battery was requested, but the order was cancelled. Based on the available information, it was determined that this was a malfunction of the battery as it needed to be replaced. A replacement battery was requested, but the order was cancelled for an unspecified reason. The device remains at the customer site. No further investigation or action is warranted at this time.